Event description:
It was reported the rigid videoscope had a dent on the connector section. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope connector section was damaged, and the objective lens was stained with adhesive material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the video connector and component failure of distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope had a dent on the connector section. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. Follow-up in progress to obtain additional information regarding the event from the customer. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.